Event description:
The customer called to report repeated low bgs. The customer was unconscious and treated at the emergency for low bgs. The doctor did not make any assumptions as to cause, but had concerns with regards to the pump. The customer had been experiencing low bgs before admission. The customer's spouse noted that pt was unconscious and called the paramedics. The customer indicated that since pt has been released from the hospital pt has continued to fight low bgs. Troubleshooting was performed. The pump passed the tests and the insulin exited. The basal, bolus and daily basals were checked and totals did not match. The customer denied running any temp basal or placing the pump in suspend. Instructed the customer to disconnect from the pump and reverted to back plan of manual injections.